Event description:
It was reported while in use on a patient, an 840 ventilator generated a severe occlusion alarm. No other information is available at this time. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.